Event description:
A report was received that the patient was having discomfort at the pocket location. The patient underwent a revision procedure wherein the ipg was relocated to the abdomen. The patient was doing well post operatively.